Event description:
A nurse reported to baxter (B)(4) that the home choice (hc) machine had a high drain 103 alarm, during use. The technical service representative (tsr) asked the rn the trouble shooting questions but the rn stated he was not at the location where the home patient (hp) was. The rn stated the hp is constipated and does not drain completely; the rn had the hp perform a manual exchange off of the hc. The rn did not know how much the hp drained off. The tsr advised that the hc would need to be swapped. There was no injury or medical intervention reported at the time of this report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The homechoice (hc) cycler was returned for device evaluation for the reported condition of a high drain 103. The reported condition was not confirmed during event history log review nor duplicated during sample evaluation. The assignable cause for the reported issue was undetermined. No specific action was taken to correct the reported condition as the unit was repaired according to required procedures and it passed all check and calibration tests successfully during service. No further action is required at this time the device was serviced according to required procedures and the device passed all tests as per baxter procedures. This issue is being investigated through CAPA.